Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw hot biopsy forceps was used during a procedure (patient gender, age, and weight are unknown). According to the complainant, during the procedure the head of the forceps separated from the catheter. The physician completed the procedure with another radial jaw hot biopsy forceps. No patient complications were reported as a result of this event. The patient's status was reported as "fine".

Manufacturer narrative:
A visual inspection of the returned device revealed that one of the cutters was bent. The unit returned presents evidence of excessive force applied to the device. The directions for use establied that: "...do not force the forceps through the endoscope channel... Application of excessive force to the forceps may damage the device... Maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope. Note: if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together...". It is important to follow directions for use, since it provides instruction to a correct use of the device. The most probable root cause is user error. A review of the device history record for the pertinent lot was performed; no anomalies were noted.